Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other clip delivery system (71017u216) referenced is filed under a separate medwatch report number.

Event description:
This is filed for the difficulty positioning the first clip delivery system. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The steerable guide catheter (sgc) slipped from the left to the right atrium, but the cds (lot 7107u188) remained in the left atrium. The sgc was re-advanced to the left atrium and the procedure continued with this sgc. The physician had difficulty steering the cds to the mitral valve as the device steered very medial. There was tension on the cds and the shaft was significantly curved. The curve was noted during use of the medio-lateral knob on the cds. Most of the curve was able to be straightened, but a small curve remained. The cds was removed and replaced, however the new cds also had problems maneuvering. The procedure continued and mr was reduced to grade 3 with three mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: device analysis was performed and the reported sleeve steering issue was not confirmed. The reported shaft bend was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It was reported that the cds (clip delivery system) was curved more than 90 degrees. The reported sleeve steering issue and bent shaft appears to be related to user error when curving the cds more than 90 degrees which resulted in increased tension on the system and subsequent difficulties controlling the steerable sleeve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that only the first clip delivery system (cds) lot 71017u188 had trouble maneuvering to the valve. The first cds was curved more than 90 degrees during use. The first cds was removed and replaced with the second cds (lot 71017u216) which functioned normally and was successfully implanted in the patient with a dilated left atrium and ventricle. There were no reported device issues with cds lot 71017u216. There was no additional information provided.